Manufacturer narrative:
The suspect device was not returned for evaluation; therefore, a device-specific physical analysis could not be performed. In lieu of a device-specific investigation, a previously established historical complaint investigation for catheter kinking and damage was used to support this evaluation. This investigation identifies forces encountered during use, including resistance associated with tortuous anatomy and handling-related stresses, as known potential contributing factors. Based on the available complaint information and the conclusions of the historical investigation, the most probable cause of this occurrence is forces imposed upon the device during use. This complaint will be used to trend for similar complaints. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reported that halfway through the procedure, the catheter broke and could not rotate, requiring a new catheter.